Event description:
Per the clinic, the patient experienced a performance decrement and pain at the implant site following an accident with 220v. Reprogramming attempts were made; however, this did not resolve the issue. The device was explanted on (B)(6) 2018 and the electrode array remains in situ. The patient was not reimplanted with a new device during the same surgery.